Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultramini meter read inaccurately high. The pt indicated that the alleged meter issue stated four days prior, at an unspecified time. The pt reported a meter reading of "13.7 mmol/l" at 7:30 am on original date. After testing, the pt reportedly took extra insulin. The pt took 10 units of novolin insulin. An unk time after taking the insulin, the pt claimed that he developed symptoms where he "felt a little low." The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers but was reportedly not cleaning the puncture sites correctly. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed unspecified symptoms of hypoglycemia after taking extra insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA pf product(s) that do not pass inspection in a supplemental report.